Event description:
It was reported that the battery would not interrogate out of the box. The device would not pick on the programmer. Several attempts were made with two different programmers. The device also would not pick on the recharger. The device was not introduced to a pt.

Manufacturer narrative:
(B)(4).